Event description:
It was discovered in testing that a pump falsely alarmed for a downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Testing experienced an upstream occlusion alarm during the pump warm-up. An upstream occlusion test was performed per spectrum service manual with unit passing. The unit also passed additional testing. The unit was recalibrated.